Event description:
Information received by medtronic indicated that the customer reported the injection/dose button difficult to press/push. Troubleshooting was performed and the customer was not reporting that the dose knob/dial was misaligned, slipping, and difficult to turn. It was also found that the intended dose amount and dose amount recorded in the inpen app was not different. No harm requiring medical intervention was reported. The customer will discontinue the use of the inpen. The inpen will be returned for analysis.

Manufacturer narrative:
Per visual inspection: front shell intermittently stay on and scratches on cartridge holder was noted. Inpen paired with commercial mobile app with small dose. Received inpen 1/4 of travel. Inpen failed baseline and wireless functionality. Inpen logbook displayed: 15u, 14u, 15u, 15u, 15u, 15u, 15u, 15u, 15u, 15u. Performed encoder bond investigation and found encoder base bond failure, causing encoder to move vertically. Abrasions only at the top section of the dose nut. Resistance noted when rewinding leadscrew. Unable to perform functional test due to difficult to dial/dose. Inpen failed front cap investigation. Front shell stayed intermittently attached due to snap arms having minor cracks/damage. In conclusion: it was determined from destructive analysis that the difficult to dial/dose due to an encoder base bond failure. This can affect insulin delivery. Therefore, the customer concern of dose dial being difficult to dial/dose was confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.